Event description:
They had a 40cc linear balloon leak on the evening of (B)(6), 2011. They had to remove the balloon via cut down and the pt lost pulses in the leg. The pt is currently in surgery for an embolectomy of that leg they believe is related to the incident. Returned datasheet reported ( (B)(6), 2011): there was a "leak in circuit" alarm. Noticed specks of blood in gas tubing and iab catheter apn notified. Pump turned off and iab catheter removed. There was some resistance encountered in pulling the catheter so dr stockmaster was called. He tried pulling the catheter out - small kink noted in catheter. He had to make a small incision on cath site in order to pull the iab out fully. Pt lost dp and pt pulses on r foot but has popliteal pulse. Checked off injury related to event. Pt stable. (B)(4).